Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - subsequent to the initial MDR, additional information is available. D4 serial no - additional information d4 lot no - additional information d4 expiration date- additional information h2 type of follow up- additional information h4 device mfg date- additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.